Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented to the emergency room for an unrelated reason. The lv lead exhibited no pacing, high pacing threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that previous pacing impedance measurements were 1,300 ohms. Troubleshooting revealed that all programmed configurations involving the lv lead tip produced high out of range pacing impedance measurements. An x-ray was performed and revealed no anomalies. The lead was programmed ring to can and acceptable pacing threshold measurements and pacing impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.